Manufacturer narrative:
The device was received undeployed. No alarms were observed in the data. Timeouts and drive stalls were observed at the end of the run. The device was reset. The device was set to deliver a 5 unit bolus. During first prime of the rerun, the hook talons did not make an attempt to detent the ratchet gear, leading to an 0x5c alarm, timeouts, and a drive stall. The top battery voltage was measured lower than expected. The fluorescent seal was observed to be not attached to the battery. Corrosion was observed on the top battery. The inadequate battery seal lead to the battery corrosion, leading to the low battery voltage. The inadequate seal resulted in the sma assembly not having enough power to detent the ratchet gear, resulting in the failure to deploy of the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.